Event description:
Patient reported right side "started to hurt and became deformed, gradually enlarging upwards and laterally over the course of a few days, which causes pain and an asymmetry that is impossible to hide under clothing. Suspected lymphoma and pulled back some of the fluid that was accumulating. Unfortunately, the treatment brought only partial relief, and the fluid returned." Capsule rupture and lymphoma were suspected in MRI. Immunohistochemical analysis ruled out lymphoma. Device remains implanted.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. Continued d4 (UDI number): (B)(4). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.